Manufacturer narrative:
The full device was not returned. The connector block that was returned had sustained damage. The set screw issue could not be confirmed.

Event description:
It was reported the patient presented for an elective upgrade of their implantable cardioverter defibrillator (ICD). During the procedure, the set screw holding the right ventricular lead in the ICD header was found to be stripped, and could not be loosened to remove the lead. When the physician attempted to pull the lead from the header, the lead fell apart at the lead port. The lead was then capped and replaced, and the procedure was completed with no adverse consequences to the patient. The patient was discharged the following morning.

Manufacturer narrative:
Correction: device available for evaluation? Should have been yes, returned to manufacturer should have been checked, and date returned to manufacturer should have been aug 10, 2018 rather than blank.